Event description:
The patient stated that while he was trying to prime his insulin pump, insulin began squirting out before he was even able to input any numbers. The drive support cap is loose as well. The customer's blood glucose level was 191 mg/dl. He was advised to disconnect from the pump. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracked case at display window corners and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.